Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
In the literature article ¿efficacy of antibiotic-impregnated external ventricular drain catheters¿ by s. Muttaiyah, s. Ritchie, s. John, e. Mee, and s. Roberts., published journal of clinical neuroscience 17 (2010) 296¿298 it was reported that after implantation of an unknown bactiseal catheter, case 3 had a corynebacterium striatum/amycolaticum infection with revision of the device. There were 3 de novo episodes of evd-associated ventriculitis in the ai (antibiotic impregnated) group. Per the article: ¿ we prospectively compared the incidence of ventriculitis associated with external ventricular drains (evd) impregnated with clindamycin and rifampicin with historical controls. We found the use of antibiotic impregnated (ai) evds showed a significant decrease in positive cerebrospinal fluid cultures and a significant delay in time to evd infection.¿ there was 1 event of staphylococcus epidermis infection, 1 event of enterococcus sp. Infection and 1event of corynebacterium sp. Infection. The three episodes of evd-related ventriculitis in the ai-group occurred 11 days after insertion of the third evd catheter, 18 days after insertion of the second evd catheter and 16 days after insertion of the fifth evd catheter. There is no report of the treatment given for the infections or report of product replacement. At the time of complaint entry, no patient or device specific information, i.e. Catalogue/lot number, is available.